Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No prime/fill anomaly was noted. The pump was received with normal operating currents and no unexpected off no power or low battery alarms were noted. The pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer has been having issues with insulin pump. The customer stated whole change set, they are unable to get past fill tubing. They are unable to exit the prime/rewind loop. This is the second time this occurs. The customer's blood glucose was 334mg/dl. The customer was advised to monitor the pump.